Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013 and mesh was implanted. The patient was confirmed dead from severe bleeding. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a repair of an anterior prolapse and mesh and a puncture needle were used during the procedure. The mesh was cut before the operating physician planned to implant it into the patient. When the surgeon stuck the puncture needle into the sacrospinous ligament, the bleeding occurred. After that, the surgeon performed a method of homeostasis, but the patient was dead. The bleeding occurred due to the puncture needle before the mesh was placed into the patient. The physician opined that the cause of the bleeding and death was related to the puncture needle and not the mesh. (B)(4) - undefined method of homeostasis.